Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the interference between the heartmate 3 left ventricular assist system (lvas) and the patient¿s cardiac resynchronization therapy defibrillator (crt-d) could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The heartmate 3 lvas was not returned for evaluation. Of note, a catalog number of g247 was listed on the submitted medwatch form indicating that the make/model of the crt-d for this event is the boston scientific vigilant x4 crt-d. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 "introduction", section 5 "surgical procedures", and section 6 "patient care and management", warn the user: the heartmate 3 pump may cause interference with implantable cardiac defibrillators (icds). If electromagnetic interference occurs, it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead." Sections 5 and 6 additionally state that prior to implanting an implantable cardiac defibrillator or implantable pacemaker (ipm) in a heartmate 3 patient, the device to be implanted should be placed in close proximity to the pump (approximately 10 cm) and the telemetry verified. If a patient receives a heartmate 3 and has a previously implanted device that is found to be susceptible to electromagnetic interference which could affect programming, abbott recommends replacing the ICD or implantable pacemaker (ipm) device with one that is not prone to programming interference. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. Experience indicates that certain models of icds and ipms may, in some cases, not be able to establish telemetry and be reprogrammed due to electromagnetic interference when used with the heartmate 3 left ventricular assist system (lvas). In such cases the icds or ipms have continued to function properly and only their ability to communicate with the programmer was affected. The heartmate 3 lvas complies with applicable electromagnetic compatibility standards and is not influenced by such devices. The abbott website includes a list of ICD and ipm make/models where difficulty or inability to communicate with the ICD or ipm programmer has been reported during hm3 lvas use. The boston scientific vigilant x4 crt-d is included on this website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility report: mw5093938 was received 15may2020. Missing patient information will be requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
This event was received under medwatch mw5093938. It was reported that there was interference between the pump and boston scientific cardiac resynchronization therapy defibrillator (crtd). The crtd was unable to be interrogated without placing a metal shield over the implant site. The patient had severe cardiomyopathy and has had a boston scientific crtd which had been regularly interrogated without problems. After implant of the pump, the interrogation of the crtd was unable to be initiated after multiple attempts. A message revealing that interference was present was continuously received. A cast iron pan was placed over the programmer wand to exclude possible electromagnetic radiation (emr) and was able to initiate the interrogation without problem.